Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after announcing a secondary lunch on the ilet to correct a prior post-meal high of 283 mg/dl, while simultaneously consuming a meal; continuous glucose monitor (cgm) showed a nadir of 66 mg/dl and a glucometer reading of 73 mg/dl, and the user treated with oral carbohydrates while using a dexcom g7 cgm. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving an improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.